Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The replaced portion of the percutaneous lead was received. The investigation is not complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing audible and visual red heart alarms when connected to the power module. The vad coordinator suspected that the patient may have a percutaneous lead short-to-shield issue. The patient was asymptomatic but was admitted to the hospital. The log file submitted to the manufacturer for review confirmed multiple pump stops and speed drops greater than 200 rpms below the low speed limit while the lvad was connected to the power module. Submitted x-rays revealed an area of concern towards the distal end of the percutaneous lead near the strain relief. On (B)(4) 2015, the manufacturer¿s technical services performed a percutaneous lead evaluation and found no broken wires while performing continuity tests. An external percutaneous lead replacement was performed; however, the patient again experienced pump stoppages approximately 14 days following the repair. The log file displayed pump stoppages and appeared to be indicative of a short-to-shield condition. The hospital requested a modified power module patient cable for the patient¿s use. No additional information was provided.

Manufacturer narrative:
Additional information - the explant date was requested but was not provided. The evaluation of the returned pump confirmed the report of low speed and pump stop events. The system controller log files submitted prior to and post the percutaneous lead repair captured low speed and pump stop events that appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead issue. Following the percutaneous lead repair on (B)(6) 2015, approximately 14 inches of the external portion/distal end of the percutaneous lead was returned for further evaluation. Continuity testing found all wires were electrically intact. Examination and hipot testing of the underlying wires did not reveal any area of compromised wire insulation. Following the transplant, the pump was returned assembled with the percutaneous lead cut at the terminus of the pump end bend relief and the remainder of the lead was returned in two segments measuring approximately 19 inches (internal and some external) and 20 inches (external, extending from the metal connector). The previous percutaneous lead repair was present on the lead approximately 12 inches from the metal connector. The repair was examined and all wires were properly connected. Continuity testing of all portions of the lead found all wires were electrically intact. Examination of the underlying wires revealed a breach in the black wire insulation exposing the inner conductors at the distal end of the 19 inch lead segment, which would have been located approximately 17.5 inches from the metal connector following the percutaneous lead repair (proximal to the replaced portion). The damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the black wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stop events captured in the submitted system controller log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was scheduled for a potential second driveline repair or pump exchange if required, but received a heart transplant on an unspecified date prior to the scheduled intervention.